Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Lar. According to the reporter: the device was inserted from the right abdomen. Shortly after the forceps were inserted and removed, the upper seal part was torn and air leaked from the cavity. Nothing fell into cavity. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.